Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to report any recurring issues, which they acknowledged and understood.